Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure faradrive sheath was selected for use. No clicking sensation was felt when the dilator was inserted. Several attempts were made to insert the dilator securely, but without success. Another insertion attempt was made by pushing the dilator using a syringe, but this time the dilator still felt loose and there seemed to be air contamination. The sheath was replaced, and the procedure was completed successfully without patient complications. The faradrive sheath has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the faradrive sheath underwent visual inspection, device-to-device interaction testing, leakage testing, microscope inspection, and a pull force gauge test. The sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. During device-to-device interaction evaluation, the dilator was able to be inserted into the sheath but did not audibly snap and lock into the valve housing. The dilator was easily removable from the sheath. The sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external and internal valves torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. Prior to pull force testing the sheath was flushed, and the dilator and sheath were evaluated for pull force. The dilator-sheath pull force evaluation was observed to have an average value of 3.609 lbf, which is within of conformance of the product specification's functional requirement. To observe any dimensional incompatibility between the returned sheath and its native dilator, the outer diameter of the snap-ring of the dilator and the inner diameter of the valve cap opening at the proximal end of the sheath were measured at multiple axes and calculated for an average diameter specification. The reported clinical observations were confirmed by the analysis results.

Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure faradrive sheath was selected for use. No clicking sensation was felt when the dilator was inserted. Several attempts were made to insert the dilator securely, but without success. Another insertion attempt was made by pushing the dilator using a syringe, but this time the dilator still felt loose and there seemed to be air contamination. The sheath was replaced, and the procedure was completed successfully without patient complications. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.